Event description:
On (B)(6) 2018, a 14fr amplatzer torqvue 45x45 delivery system was selected for a left atrial appendage occlusion procedure under ice imagery. During the procedure, the transeptal puncture caused a puncture in the patient¿s aorta which was not detected immediately. At the time of insertion of the delivery system when it crossed the patient's aorta wall the puncture was apparent. The patient was sent to cardiac surgery to repair the puncture and during the surgical procedure the cardiac surgeon closed the laa. The patient was reported stable post-surgery.

Manufacturer narrative:
Event description: additional information added. The physician did not have clear visualization for puncture and states they believe they made an error and it was not related to the device. An event of a puncture in the aorta was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, "the physician states that he made a mistake and does not think there is a problem with the devices used in this procedure."

Event description:
On (B)(6) 2018, a 14fr amplatzer torqvue 45x45 delivery system was selected for a left atrial appendage occlusion procedure under ice imagery. During the procedure, the physician could not clearly visualize the interatrial septum tenting, but elected to proceed with the transeptal puncture. The puncture was completed, but it was too anterior and the sheath was in the ascending aorta which was not detected immediately. At the time of insertion of the delivery system when it crossed the patient's aorta wall the puncture was apparent. The patient was sent to cardiac surgery to repair the puncture and during the surgical procedure the cardiac surgeon closed the laa. The patient was reported stable post-surgery. The physician states that he made a mistake and does not think there is a problem with the devices used in this procedure.

Manufacturer narrative:
Additional information was received reporting that the 14f amplatzer torque 45x45 delivery system was never used in this procedure. Only the swartz introducer and brk xs needle were used in this procedure and are reported under manufacturer reference numbers 3005334138-2018-00350 and 3008452825-2018-00345.